Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, upon retraction of the deployment knob during the loading process no damage occurred; however, there was minimal traction noted. The deployment knob would not withdraw the capsule, so the trigger was activated. Damage was noted during prepping including a missing piece of the screw gear. A new delivery catheter system was used for valve implant. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule fully closed. The capsule appeared intact with no evidence of damage. The carriage was partially detached, being held on by the actuator. There was no visible to the surface of the actuator or carriage. The device was returned with the end cap/screw gear snap fit connected. When attempting to retract the capsule, a break to the screw gear was visible. The actuator was removed and two breaks to the screw gear at different locations were visible. The material at these break sites were jagged and uneven. The distal end of one of the carriage shells had white strain marks along the area that would be locked under the actuator and was also partially fractured. There was no visible damage to the t-tube or middle member under the break sites. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.